Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hand piece of the shaver would heat up while the device was on and then the device would stop functioning. There was no patient impact.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was conducted and identified no damages to the product. It was identified that the buttons on the shaver worked but did not start. The cables had a sharp bent at the strain relief. The cables were straightened and the device started with a bad hall signal. It is confirmed that the device heats up and stops. Further investigation identified that the seals on seal head and face were worn which may have contributed due to the moisture at the front end of the motor. It was decided to replace the motor cable, flex strip and all the seals. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required . Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.